Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2017. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an ipg explant procedure.